Event description:
The device presented in hwvvi mode in the hospital after the patient had been externally defibrillated. Explanting the device was recommended. No further information provided.

Manufacturer narrative:
No medwatch form was received.